Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal was analyzed and found to have a tear on the black rubber duckbill. The torn piece was missing and was not returned with the seal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia procedure, the inner gasket was found inside the patient after they placed mesh. They were able to retrieve it from the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: packaging was opened onto a sterile field and attached to the associated da vinci cannula. The device appeared visually normal. As the surgical mesh was inserted, part of the rubber seal from the device was noted by the surgeon while enrolling the mesh within the patient. The surgeon requested that the foreign body be removed from the abdominal cavity. The cannula seal was utilized from the onset of the procedure until the placement of the mesh and exchange of the dissection instrument to the suture instrument. The surgeon was at a console not in the vicinity of the device. The altered cannula seal was replaced at the time of observation, prior to the placement of the mesh the cannula seal functioned properly. The accessory did not collide with another instrument or other material during a surgical procedure. The fragment did not fall inside the patient during an instrument tip/accessory collision. The instrument was not removed during the procedure prior to the breakage. Placement of mesh was done by rolling the mesh and utilizing a laparoscopic needle hold to hold and deliver the mesh into the cavity. There was resistance at the time of place due to the size of the mesh. The piece was discovered by the surgeon during the exchange and placement of mesh. The piece was controlled by the surgeon utilizing a da vinci prograsp instrument and given to rnfa; rnfa utilized a laparoscopic needle driver to obtain the piece and deliver it from within the patient. The robot arm utilizing the damaged port was undocked, the cannula seal was replaced, and the procedure was completed. At the time of retrieval, the customer utilized visual inspection, and the cannula seal was reconstructed to the best of my ability. The cannula seal visually appeared to be complete. Communicated to the surgeon. The surgeon verbally acknowledged that the cannula seal was complete. No surgical procedure was required to remove the fragments. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed as scheduled. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The cannula seal involved was packaged and given to processing. There are no photographic images of the device or video recording of the procedure available.